Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00824 / 00825).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00824).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2016 due to adverse reaction to metal debris and mechanical complication of internal joint prosthesis.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, acetabular cup showed evidence of scratching. However, a conclusive root cause of the event could not be determined. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00824 / 00825).